Event description:
The patient's mother called on behalf of her son, and reported that his blood glucose level had risen to over 400 mg/dl. She stated that the pod window was cloudy. They were receiving an insulin delivery restriction alarm. She was able to confirm that the pink slide moved forward, and upon removal of the pod, the cannula looked normal. However, she stated that due to the cloudiness of the window, she was unable to determine whether the cannula had been properly seated and delivering insulin. At the time of the event, the pod had been worn on the leg between 4 and 24 hours. Treatment of the issue is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm if the cannula was properly inserted into or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone11.8 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.